Manufacturer narrative:
The insulin pump was received with operating currents within specification. No blank display. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported that she has been having issues with the battery. She has had to be changing it out every other day and now she received a bad battery alarm; changed the battery again and the insulin pump would not come back on. Customer stated that the device has not been dropped, bumped or exposed to moisture. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged or corroded. The battery was removed for 10 minutes, the battery cap was cleaned and when reinserting the battery; customer stated the display did not return. Customer did not know her blood glucose value but stated it was high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.